Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an attempt was made to change preset pressure but failed. A back-up lumbar peritoneal valve was used to set up pressure. The procedure was completed without further issue. Additional information received reported that when the manufacturer's representative (rep) received the product and attempted to adjust the setting, and they could adjust it. The setting was at performance level 2.5. The rep thought personally that the doctor tried to adjust by rotating clockwise, and the setting was coming and going between performance level 2.0 and 2.5, so then the doctor might have thought that the setting was unavailable to be changed because the initial setting was usually performance level 0.5. The doctor reported that the setting pressure was unavailable to be adjusted at first, however, the rep confirmed the details. They heard that the setting would be set between performance level 2.0 and 2.5, and the doctor understood the setting. It was noted that the performance level was able to be set within the blue range except 2.0. Only 2.0 was not able to be set within the blue range, but 2.0 was able to be set within the white range.

Manufacturer narrative:
Additional information received clarified there was no alleged failure with the device documented in this regulatory report and the device was reported in error. The previously reported information pertains to the device listed in regulatory report #2021898-2017-00559. Any additional information received regarding this event will be reported under that number. If information is provided in the future, a supplemental report will be issued.